Event description:
Tampon string was in the middle of the tampon [device physical property issue]. Tampon get unraveled in me [device breakage]. Case narrative: consumer reported via phone that tampon became unraveled inside her and the string was in the middle of the tampon. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
A product investigation is in progress. Lot code was confirmed to be valid on (B)(6) 2022.

Event description:
Tampon string was in the middle of the tampon [device physical property issue] tampon get unraveled in me [device breakage] case narrative: consumer reported via phone that tampon became unraveled inside her and the string was in the middle of the tampon. No injury reported.

Manufacturer narrative:
A product investigation is in progress. Lot code was confirmed to be valid on (B)(6) 2022.

Event description:
Tampon string was in the middle of the tampon [device physical property issue] tampon get unraveled in me [device breakage] case narrative: consumer reported via phone that tampon became unraveled inside her and the string was in the middle of the tampon. No injury reported.